Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2021 a patient expired because the patient information center ix (pic ix) failed to produce an audible alarm.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the issue. The fse pulled the audit logs and tested the equipment. The fse could find no indication of any malfunction. The audit logs indicate that alarms were sounding at 6:13 pm. A clinical product specialist (cps) was consulted regarding the issue and they came to the same conclusions that no malfunction occurred. There was no malfunction of the philips device. A philips cps was consulted and they confirmed that the audit logs indicate that the system was working correctly. The fse also tested the audio of the customers system and found no issues indicating a hardware failure. The customer will be provided a response letter informing them of the findings regarding this event. The issue is resolved. The device remains on site and in use.

Event description:
The customer reported that on (B)(6) 2021 at around 6:30 pm a patient expired because the patient information center ix (pic ix) failed to produce an audible alarm.